Event description:
It was reported that a spectrum iq pump displayed closed door message during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, the customer reported that ¿close door message¿ was reproduced. A review of the event history log revealed multiple occurrences of "door jammed and shut door to power off" message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper auxiliary tail was not properly secured to the input/output board. The upper auxiliary tail connection will be verified during case closing to address this issue. Should additional relevant information become available, a supplemental report will be submitted.